Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim and fading display issue. The screen began gradually fading approximately 4 weeks prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/06/2013 with the following findings: during testing, the display screen text was found to be dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no signs of fading or discoloration of text. Unrelated to the complaint, evaluation revealed a hole in the audio bolus button cover. The audio bolus button responded appropriately to button presses. Also unrelated to the complaint, evaluation revealed an unresponsive vibration motor. The pump was opened followed by testing of the vibration motor. Testing confirmed that the vibration motor was inoperable.